Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a depuy pinnacle acetabular cup 54mm, with a 36mm x 54mm metal liner, a depuy summit femoral stem 150mm, and a depuy articul/eze femoral head 36mm+8.5. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my left thigh and hip. I also feel extreme discomfort while walking. It often feels like the implant is popping out of socket and loosening. I also have difficulty sleeping because of all of the pain. Diagnosis or reason for use: degenerative joint disease.